Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a lap cholecystectomy procedure the firing trigger jammed on the device. They used a second like device to complete the case. No patient consequence was reported.